Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation . When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received alleging that during use of an infusion device for the rapid delivery of warmed fluids to a patient, the disposable could not be assembled to the warning unit. Reportedly, pressure bags delivering non-warmed fluids were used in place of the warming unit. No patient injury or adverse event reported.